Event description:
It was reported that, "cut distal femoral with #5, 4 in 1. Upon removing with slap-hammer, post was left in distal femur. Post was removed with pliers. No problems."

Manufacturer narrative:
When completed, the eval summary will be submitted a supplemental report.